Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient is needing a revision of a hip arthroplasty due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. Current information is insufficient to permit a conclusion as to the cause of the event. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the complaint history, manufacturing date, the device history records and the field age of the device could not be determined. Insufficient information was provided to perform a complaint history search. This device is used for treatment. Insufficient information was provided to perform a compatibility check. Surgical notes were not provided. It could not be confirmed if the devices were used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are also unknown. A definitive root cause cannot be determined with the information provided.

Event description:
Pot.